Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvh11, (impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm) for evaluation. Visual evaluation and a functional test was performed, the implant has debris on its external threads. The implant¿s bundled mount was not returned for evaluation. The implant engaged and disengaged with an inhouse mount and driver as intended. Device history record (DHR) review was completed for the subject lot number 1264351. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264351 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. The implant wasn¿t transferred from sterile environment to patient in accordance with IFU. Therefore, based on the available information, a device malfunction could not be verified. The implant¿s bundled mount was not returned for evaluation. However, the implant engaged and disengaged with an inhouse mount and driver as intended. No damage was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided. D4: unique identifier (UDI) number: not available. G4: premarket identification: k013227. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reports that at the time of taking the implant with the driver, the implant falls because it was not tightened to the mount. It was not used. The procedure was concluded using another implant.